Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error occurring after medication removal, with remote support service (rss) indicating the es database size was in a critical state. A technical support specialist (tss) found that the station database ((B)(6)) was exceeded to 10gigabytes, and backup initially failed with error 1105 due to the primary filegroup being full. The database was manually shrunk to free space, allowing a successful backup to be saved to the d:\temp folder. Subsequently, the database was dropped, and a full synchronization was performed to restore normal functionality. Post-repair verification with customer confirmed the station was operating as expected without errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user received a fatal error message on the station. The user stated that they were able to log in successfully, search for a patient, and remove a medication; however, immediately after the medication transaction was completed, the fatal error message appeared on the screen. The customer had already rebooted the station, but the issue persists. Review of remote smart service indicated that the es database total (mb) status was showing as critical. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.